Event description:
Device malfunction: thumb advancer resistance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt and the thumb advancer stroke could not be completed. The safety release was activated retracting the locator wings. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The device is expected to be returned for evaluation. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.